Manufacturer narrative:
(B)(4). The customer returned one 3-lumen arrow catheter for evaluation. All 3 lumens showed evidence of use and white tape was wrapped around the medial and proximal luer hubs. The customer also supplied a photo of the catheter after use in a plastic bag. The sample was initially examined without magnification. The catheter showed evidence of use but no defects or anomalies were observed. After leak testing, the proximal extension line and hub were examined under magnification. A small hole was observed in the extension line at the base of the luer hub. Residual adhesive material was also identified on the proximal extension line body indicating tape had previously been applied to the catheter. The length of the proximal extension line was measured at 13.7cm, which meets specification and indicates that the extension line was fully molded into the hub. With the catheter body occluded, water was injected into the catheter luer hubs for each of the extension lines using a lab inventory 10 ml syringe. Leakage was observed in the vicinity of the luer hub during testing of the proximal lumen. The location of the leak was consistent with the hole identified during visual inspection. No leakage was observed when testing the distal and medial extension lines. Other remarks: a device history record (DHR) review was performed on the catheter and did not reveal any manufacturing related issues. The instructions for use (IFU) directs the user to prepare the catheter for insertion by flushing each lumen. No leaks were reported during catheter preparation. The IFU also cautions not to use scissors to remove dressing in order to reduce the risk of cutting the catheter. It also cautions to check ingredients of prep sprays and swabs before using. Some disinfectants used at catheter insertion site contain solvents which can attack the catheter material. It also warns that not to use alcohol or acetone on catheter surface as these chemicals can weaken the structure of polyurethane materials. The report that the proximal lumen of the catheter was found to be leaking during use was confirmed by functional testing and visual examination of the returned sample. A small hole was found in the proximal extension line at the base of the luer hub. Since no leakage was reported during pre-insertion flushing and it was reported that the leak was not observed until 15 hours of use, it was determined that operational context caused or contributed to this event. It appears that the extension line may have been torn by excessive force applied to the luer/extension line.

Event description:
The customer reports that approximately at the 15th hour of use, the proximal end of the catheter was found leaking. The device was replaced without issue.

Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.

Event description:
The customer reports that approximately at the 15th hour of use, the proximal end of the catheter was found leaking. The device was replaced without issue.